Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database for the reported tibial insert and femoral components did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Patient revised to address loosening found osteolysis and polyethylene wear.